Manufacturer narrative:
The main printed circuit board was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The distributor reported that, they observed an unexpected shutdown of the machine. When they tried to restart the ventilator, the problem continued. There was no reported patient involvement.